Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  A4 - patient weight added.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18448. It was reported 2 of the patient's leads have migrated. Surgical intervention may take place at a later date to address the issue.

Event description:
Related manufacturer reference number: 1627487-2021-18696. Additional information received indicates all 3 leads had migrated and were explanted and replaced and two new leads were added to address the issue.